Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's hub was kept on popping off the tube while bagging the patient during a cardiac arrest. The issue has occurring frequently since it was used.